Event description:
Boston scientific received information that the remote monitoring system detected high out-of-range pacing lead impedance measurements on the right atrial (ra) lead. This pacemaker also displayed episodes of oversensed noise that resulted in inappropriate atrial tachy response (atr) episodes. Additional information was received and indicated that the cause of impedance measurements was not determined. The oversensing did not lead to pacing inhibition. The device and lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.